Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the common bile duct to treat an obstruction caused by metastatic pancreatic cancer during an ercp (endoscopic retrograde cholangiopancreatography) performed on an unknown date. The patient had significant comorbidities, including metastatic cancer involving multiple sites, including the liver and common bile duct. Approximately six months after stent implantation, the partially covered metal biliary stent was reported to have become occluded, and the patient presented with obstructive symptoms, including elevated liver function tests. During an ercp performed on (B)(6) 2026, balloon sweeping of obstructing sludge was conducted. This maneuver was followed by significant intraductal bleeding, which was considered severe and required multiple units of blood transfusion. It was suspected that the sweeping of the duct may have dislodged a clot, contributing to the bleeding. Initial hemostatic intervention included epinephrine flushing was performed; however, bleeding persisted. Spyglass cholangioscopy identified a pulsatile bleeding source concerning vascular erosion located a couple of centimeters proximal to the end of the indwelling stent. Additional hemostatic attempts were made using a hurricane balloon to apply tamponade, followed by epinephrine injection and placement of a new fully covered metal biliary stent. The stent was successfully implanted; however, these interventions did not control the bleeding successfully. As the patient continued to be hemodynamically unstable, and an emergent interventional radiology evaluation was planned. However, the patient passed away before the interventional radiology team could intervene. The date of death was (B)(6) 2026.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device imdrf patient code e0506 captures the event of major hemorrhage. Imdrf patient code e1104 captures the event of liver dysfunction. Imdrf patient code e2006 captures the event of erosion. Imdrf impact code f02 captures the event of death. Imdrf impact code f2302 captures the event of blood transfusion. Imdrf impact code f2301 captures the event of additional device required. Imdrf impact code f2303 captures the event of medication required.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the common bile duct to treat an obstruction caused by metastatic pancreatic cancer during an ercp (endoscopic retrograde cholangiopancreatography) performed on an unknown date. The patient had significant comorbidities, including metastatic cancer involving multiple sites, including the liver and common bile duct. Approximately six months after stent implantation, the partially covered metal biliary stent was reported to have become occluded, and the patient presented with obstructive symptoms, including elevated liver function tests. During an ercp performed on march 12, 2026, balloon sweeping of obstructing sludge was conducted. This maneuver was followed by significant intraductal bleeding, which was considered severe and required multiple units of blood transfusion. It was suspected that the sweeping of the duct may have dislodged a clot, contributing to the bleeding. Initial hemostatic intervention included epinephrine flushing was performed; however, bleeding persisted. Spyglass cholangioscopy identified a pulsatile bleeding source concerning vascular erosion located a couple of centimeters proximal to the end of the indwelling stent. Additional hemostatic attempts were made using a hurricane balloon to apply tamponade, followed by epinephrine injection and placement of a new fully covered metal biliary stent. The stent was successfully implanted; however, these interventions did not control the bleeding successfully. As the patient continued to be hemodynamically unstable, and an emergent interventional radiology evaluation was planned. However, the patient passed away before the interventional radiology team could intervene. The date of death was (B)(6) 2026.

Manufacturer narrative:
Per medical safety assessment, the reported death and hemorrhage events were determined to be unrelated to the first wallflex stent and instead associated with a separate extractor balloon complaint involving clot dislodgement leading to hemorrhage and death. Accordingly, the death, hemorrhage, erosion, blood transfusion, and medication required codes were removed. Blocks b2 (outcomes attrib to adv event), h1 (type of reportable event) and h6 (patient codes and impact codes) have been corrected. Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf patient code e1104 captures the event of liver dysfunction. Imdrf impact code f2301 captures the event of additional device required. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent obstruction within device. The device has not been returned for product evaluation as it remained implanted inside the patient; therefore, a technical analysis could not be performed. However, stent obstruction within device is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Device history review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the complaint device was not returned for evaluation as the device remained implanted inside the patient; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent obstruction within device is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the events of stent obstruction within device, liver dysfunction, additional device required and endoscopic procedure were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.